Manufacturer narrative:
The devices were not available for evaluation. Imaging provided shows both screws at t1 to be broken at the neck of the screw. It is possible the screws were under excessive force during insertion, which led to weakening at the neck of the screw. The appropriate drill bit and tap should be used for the corresponding screw to tap dense bone to the full depth prior to insertion. Testing has shown that an under-prepared hole significantly increases insertion torque and exceeds typical forces. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was done for two quartex screws broke post operatively, causing patient pain.